Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was also performed and no anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable.